Event description:
It was reported that patient underwent procedure utilizing allthread peek knotless anchor. During the procedure, the implant could not be removed from the driver and was not able to be used. Another anchor from the same lot was opened and used successfully.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.